Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was in hospital due to being unresponsive. They have had symptoms for 2-3 days. Doctor reported getting error code 1703 - out of range when they checked the patient's implant. It is unknown if the unresponsiveness was related to patient's dbs (deep brain stimulation). Mdt rep checked patient's system and discovered high impedances on both leads. Patient had several falls recently, so it's possible that could be a contributing factor. Rep turned the device off for several minutes with no change in symptoms.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext lot#/serial# unknown implanted: explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It's unknown whether patient's unresponsiveness was related to the device and/or therapy. Patient's symptoms consisted of being conscious but not responding to questions or tasks. Impedances resolved when both extension wires were replaced. Patient was doing better after extension replacement.

Event description:
The implantable neurostimulator (ins) was replaced due to high impedance.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.